Event description:
On (B) (6) 2009 the lay patient's mother contacted lifescan (lfs) alleging that the patient's one touch ultra link meter does not turn on. This complaint was classified based on the customer care advocate (cca) documentation. The mother said the product issue started on (B) (6) 2009 at 12:00 pm. The patient allegedly tested with another device and self-treated with insulin; the patient uses an insulin pump. The mother reported that the patient had a headache one week after the product issue. This allegation of injury does not meet the criteria for serious injury. The patient had a doctor's office visit on (B) (6) 2009. No blood glucose readings or treatment at the doctor's office visit were reported. The cca noted that the meter battery was replaced per the owner's manual and the lfs meter did not turn on with test strip insertion or pressing the power button. The patient's meter was replaced. There is no indication that the lfs product contributed to serious injury. The complaint is reported due to the alleged power issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.